Manufacturer narrative:
This report is submitted on on may 07, 2018. (B)(4).

Event description:
Per the audiologist, the patient experienced discomfort at the magnet site and it was discovered the magnet was loose on the fixture. Subsequently, on (B)(6) 2018 a skin revision was performed and magnet was reattached.